Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two photos of the complaint devices were provided. In both photos, it can be observed that the stent is halfway out of the microcatheter and covered with blood. Due to the resolution of the picture and the distance from which the photos were taken, no damages could be noted on the microcatheter. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 6441633. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported condition as related to the microcatheter being obstructed was confirmed based on the evidence shown in the pictures. However, no contributing factors could be identified at this time. The DHR suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. No corrective action will be taken at this time. Further investigation will be performed once the device is returned for evaluation. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00167.

Event description:
As reported by the field, during a procedure, a prowler select plus 150/5cm microcatheter (606s255x, 30591138) became impeded. The physician felt resistance when the 4mmx23mm enterprise intracranial stent (encr402312, 6441633) arrived at the tip of the microcatheter, it could not be released. Then the stent was removed with the microcatheter together. New other brand devices were changed to complete the surgery. There was no patient injury report. Two photos of the complaint devices were provided.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a procedure, a prowler select plus 150/5cm microcatheter (606s255x, 30591138) became impeded. The physician felt resistance when the 4mmx23mm enterprise intracranial stent (encr402312, 6441633) arrived at the tip of the microcatheter, it could not be released. Then the stent was removed with the microcatheter together. New other brand devices were changed to complete the surgery. There was no patient injury report. No additional information is available. Two photos accompanied the complaint file in which the stent can be observed halfway out of the microcatheter and covered with blood. Due to the resolution of the picture and the distance from which the photos were taken, no damages could be noted on the stent nor the microcatheter. A non-sterile unit EU enterprise2 4mmx23mm was received inside of a pouch. Visual inspection of the stent component revealed that it was in good condition (e.g, no damage to the struts or marker bands). Further inspection under microscopic magnification confirmed that the stent component had no damage. The functional test could not be properly conducted due already deployed the stent component. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6441633. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The devices were returned to cerenovus for further evaluation. Upon arrival, it was noted that only the stent component and the delivery wire of the enterprise 2 4mm x 23 mm were returned for evaluation. The introducer did not reach the lab. Visual inspection of the stent component revealed that it was in good condition (e.g, no damage to the struts or marker bands). Both ends were noted to be flared, as the stent was already deployed. No abnormalities were noted on the structure. Visual inspection of the delivery wire component revealed that it was in good condition (e.g no kinks, separations). Further inspection under microscopic magnification confirmed that the stent component had no damage. Since the photos provided showed that the stent was still inside the microcatheter, it is suspected that the stent component was pulled from the distal end of the microcatheter, or it got deployed sometime during the post-operative handling or decontamination of the devices. However, the deployed condition in which the stent component arrived at the lab precluded further evaluation along the concomitant microcatheter. Although the customer complaint could not be evaluated based on the conditions described above, the damage noted on the distal portion of the microcatheter could be related to the issue reported. The fact that the compression was noted at 9 mm from the distal end of the microcatheter suggests that the stent could be advanced up to the distal portion and the difficulty to advance out of the microcatheter appeared until the stent reached this damage. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.